Manufacturer narrative:
The complaint device was returned for evaluation. Technical evaluation identified software j.10.50 and the unit was missing profiles. Options h30 a06 c06 yds were updated. The customer complaint was confirmed. The root cause was determined to be corrupt software. The customer profiles were successfully reloaded. The units full display appeared once reloaded. The device was checked for case damage, the circuit boards were inspected, and the unit was tested on a simulator. A qc checklist was conducted to include; a display test, on/off power test and a final visual inspection all passed. The device was repaired and returned to the customer. No further investigation is required.

Event description:
The original reported issue stated: the device would not load profiles and lost defaults and all profiles. There was no patient harm. Additional information obtained on (B)(6) 2021 stated: used as an anesthesia monitor and failed during a case while the patient was on the table. There was no patient harm. No medical intervention was required. No additional information is available.